Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found, the returned device indicated a damaged grommet, and a loose/detached set screw.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure of an implantable cardioverter defibrillator (ICD), after connecting the device to a non medtronic right ventricular (rv) lead, a wrong measurement with rv lead impedance was noticed. The rv lead was unscrewed to verify connection. At that stage, it was impossible to screw the rv lead again and it was noticed "an endless setscrew" of the ICD. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.